Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump display screen fell off and that it may have been exposed to moisture. The customer also indicated that a low battery and a change battery alarm were received. The customer's blood glucose reading was 180 mg/dl at the time of incident. Troubleshooting found that each battery installed into the pump only lasts about 1 day and a piece of plastic around the pump is missing. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was monitored and no unexpected grey display anomaly or replace battery now alarms noted. However, detailed trace analysis has confirmed low battery alarms were triggered when backup battery loaded voltage was less than 3.5v. The loaded voltage displayed at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector on the printed circuit board, the insulin pump was monitored and functioned properly. The insulin pump passed leak test and no traces of moisture were found at the electronic or motor assemblies per our visual inspection. The insulin pump had minor scratched lcd window and case. The insulin pump was missing the display window cover.